Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis, dimensional examination, functional check. Results - visual examination damage consistent with use. Device history review shows no reported discrepancies. Complaint history review shows there have been other reported events. Dimensional examination revealed no deviations. Material analysis shows the material to be in accordance to the values in the material specification. Functional check shows the device is fully functional. Conclusion - root cause appears to be design related.

Event description:
Dr. Reported via the manufacturer, stryker kiel, that the tensile force is decreasing. According to the surgeon, the inserter was 200 times in use.